Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported "rupture". Later, healthcare porfessional reported "silicone infiltration in lymph nodes". This record is for the left side. Device was explanted, it's unknown if it will be returned.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted, it's unknown if it will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.